Event description:
The amplatzer septal occluder (aso) left atrial (la) disc was malformed into a saucer formation. It was not possible to retrieve the aso into the sheath. The aso was retrieved with a snare and bioptome.

Manufacturer narrative:
The aso was returned to aga medical in its original configuration. Following decontamination, the aso was measured and the size was confirmed to meet dimensional specifications. The aso was examined microscopically and no defects were observed. Using a test delivery system, the aso was retracted into the loader and upon deployment, the aso deployed without any deformities. During manufacturing, this aso underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this aso successfully completed these tests. Our investigation was unable to confirm the performance described at implant; however, we understand that we are unable to fully reproduce all of the variables associated with this event, including the laboratory environment or contributing patient factors. We continue to work with our product quality group to understand the factors involved in device deformation.